Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with 30 tacks. Visual inspection of the instrument noted the tube shaft was bent. Tacks were visible in the shaft. The instrument was applied to the appropriate test media. The remaining fifteen tacks deployed but did not seat properly in the test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, while fixing the mesh, after the 16 unsuccessful firing, which no tack able to penetrate or hold correctly to the tissue the device blocked. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.